Event description:
Au aus device was implanted, date not provided. The balloon was revised on 11/11/90 and 2/6/91. The entire device was removed from the pt and replaced on 6/3/97 due to fluid loss and incontinence.